Event description:
The customer contacted physio-control to report that their device was unable to perform the device analyze function. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was made aware by the customer that the reported issue was resolved. However, further information was not provided. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to perform the device analyze function. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.